Manufacturer narrative:
A philips technical consultant (tc) visited the customer site. The tc observed that all hosts were in local mode. The analysis determined that the trunk ports going back to the routers went into an error condition and caused other switches to recalculate their spanning-tree protocol. This led to the trunk switchports on these switches being in an error-disabled condition due to a possible loop resulting in these surveillance centers being in local mode. The tc determined that specific trunk ports (gi1/0/12, gi1/0/23, and gi1/0/24) were not configured with the ¿spanning-tree guard loop¿ command. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a configuration issue. To resolve the issue the tc reconfigured the trunk ports from ¿auto¿ to ¿switchport mode trunk¿, allowed the proper vlans, and added the ¿spanning-tree guard loop¿ command. All trunk ports that were in an error-disabled state were shutdown and brought back up so that their status went from ¿err-disabled¿ to ¿connected¿. All surveillances centers were then returned to a ¿connected¿ status. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
It was reported that multiple pic ix surveillances are in local mode and cannot connect to the server. The device was in use on a patient at the time of the event. There was no adverse event reported.